Event description:
It was reported that the bd syringe 10ml ll eurographics had leakage past the stopper. The following information was provided translated from french to english: syringe for 10 ml syringe pump, reference: plastipak 300912, lot : non precise. During use, liquid passes through to the other side of the plunger (a0504) consequence(s) of incident : no adverse effects reported (e2403). Please inform us of the outcome of the investigations which will be carried out following this problem. The device is at your disposal for expertise.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
One sample of a 10 ml ll euro was received by bd. A quality engineer was able to examine the sample for item 300912. The sample was received fully disassembled in a plastic bag with no apparent failure. A functionality test was performed. No leakage past the stopper was observed, therefore the product passed the test successfully. The condition observed complies with product specifications. The reported defect was not observed in the samples received, therefore no root cause could be identified, and no corrective actions are necessary. A device history record review was not completed as the lot number is unknown.